Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they still have lots of gaps and overbite. Their bite is not aligned properly and they cannot chew food properly. Patient provided photos and video that were reviewed and found to have posterior open bite. They also have pre-mature contact occurring on #6 also. Their bite was not articulated correctly. This is a contraindicated patient.